Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber is broken within the outer flow tubing at open end of metal cap. The fiber is bent at the open end of metal cap. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits moderate devitrification at the output window. The metal cap exhibits mild char on surface near open end. The outer flow tubing open end wall integrity is torn and exhibits signs of melting. Based on device analysis, it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken within the outer flow tubing at open end of metal cap. There was no patient outcome information provided.